Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector and hit the iris ciliary body and angle structures of the eye causing bleeding that filled the anterior chamber. He tried to control the bleeding with ocular viscoelastic device, but was not successful. At that point he could not see the implant, so he had to remove the lens. He indicated that capsule rupture was possible, but he wasn't sure. Additional information was requested.

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported for the indicated lot number. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that the incision was enlarged. The patient has an anterior chamber iol in the eye. The event is ongoing and he continues to manage the patient's follow up care.